Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the fluid management system failed during a cataract procedure and the patient experienced a small corneal burn. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received during follow-up. The ophthalmic surgeon reported that no phacoemulsification was achieved during the initiation of the sculpting step of a left eye cataract procedure. An occlusion/occlusion bell was noted during the procedure. The handpiece and tubing were exchanged and the case was proceeded. At this point the surgeon noted that a mild corneal burn, wound gape/leakage, anterior chamber shallowing and temporal damage to the iris. The thermal burn required five sutures to close the wound. Postoperatively the surgeon indicated the patient experienced a corneal opacity which persisted beyond one month and minimal astigmatism. The patient outcome was indicated to be resolved by the surgeon; however, it was also noted that further repair of the polycoria, secondary to the iris damage, is planned.

Manufacturer narrative:
Additional information: the facility materials management coordinator reported that the cassette failed during a cataract procedure and the patient experienced a small corneal burn. The ophthalmic surgeon completed the questionnaire and noted that no phacoemulsification was achieved during the initiation of the sculpting step of a left eye cataract procedure. The pre-existing ocular conditions noted were shallow anterior chamber, posterior synechia, and small pupil with an iris ring inserted to expand small pupil. An occlusion/occlusion bell was noted during the procedure. The handpiece and tubing were exchanged and the case continued. At this point the surgeon noted that a mild corneal burn, wound gape/leakage, anterior chamber shallowing and temporal damage to the iris. The corneal burn required five sutures to close the wound. Postoperatively the surgeon indicated the patient experienced a corneal opacity which persisted beyond one month and minimal astigmatism. The patient outcome was indicated to be resolved by the surgeon. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. There have been no additional complaints reported against the finish goods consumable lot and the device history record (DHR) shows the product was released per specifications. The system operator's manual provides information in regard to loss of aspiration/suction issues. The customer did not retain a sample for this complaint report; functional testing could not be conducted. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).